Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient passed away. The cause of death was not provided. The service provider reported that no additional information could be provided. The death was reported as not device or therapy related. The pump was not explanted.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between the patient outcome and (B)(6) cannot be conclusively determined through this evaluation. The outcome was not considered to be device related and (B)(6) will not be returned for evaluation. The customer reported that no additional information could be provided. The heartmate ii lvas IFU, rev. C is currently available. Section 1, ¿introduction¿, lists potential adverse events, including death, that may be associated with the use of the heartmate ii left ventricular assist system. The relevant sections of the device history records were reviewed and showed no deviation from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.